Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord and surge suppressor, and reseated circuit boards and connectors. The system operates as intended.

Event description:
The customer reported an intermittent loss of x-ray functionality. There is no report of patient injury or death.